Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok keypad button was under responsive. It was noted that there was moisture behind to the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, there was no damage found to the keypad. The up, down and ok buttons were unresponsive to user presses. All the other buttons responded to presses appropriately. The keypad was removed and there was no damage found to the button contacts. There was moisture visible in the display. The pump leaked at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. The unresponsive buttons were due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/22/2016.